Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a surgical procedure, it was noted that the blade exited the handpiece. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
This initial MDR was initially filed in error. The event reported in this case was that the blade would not lock into the handpiece. Based on a review of previous events of fitting issues, such events have not caused or contributed to an adverse event or serious injury in patients or users and for future events to occur is unlikely to cause or contribute to a serious injury event. In this event, the blade could not be used and the fitting issue was detected prior to use. No reported adverse consequences to user or patient was reported. As a result this supplemental MDR will note that the initial was filed in error and such an event is not reportable. Device not available for return.

Event description:
It was reported that during a surgical procedure, it was noted that the blade exited the handpiece. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.